Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted quickly. In addition, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. During troubleshooting with tandem technical support, the customer was educated that the pump should be plugged into a power source for at least 30 minutes. Customer declined further follow up from tandem technical support. Customer's blood glucose level was 99 mg/dl.